Event description:
Nurse went in to remove ted thrombo-embolism deterrent hose & scd express sleeve. Nurse noted edema with indurations appearing to be to the bone. Patient stated no pain and that equipment seemed to function properly. Nurse could not feel pulse due to swelling in left foot. Equipment was taken to dirty utility room where a second pump was located. Now staff does not know which pump caused the problem. Both pumps were removed from circulation until they could be checked by biomed biomedical engineering. Both pumps were tagged and sent to biomed for examination. The patient's foot appeared to have no residual effects and returned to normal within several minutes.